Event description:
It is reported that the pt was revised due to osteolysis pain. Original implant date is 1999.

Manufacturer narrative:
Surgical notes and x-rays were not provided; it is unk if the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unk. Given the time in vivo, and the as returned condition of the components, it is likely that the bone cement degraded over time, and embedded in between the articular surface and the femoral component. This is likely to have caused wear and polymer degradation over time. A definitive root cause cannot be determined with the info provided. The device history records for the femoral component was reviewed and found to be conforming to requirements at the time of manufacture. Insufficient info provided for the tibia and the articular surface devices to perform a review. The articular surface exhibited wear, pitting, and discoloration. The femoral component had bone cement adhered only to the posterior medial and lateral condyles, and a small amount on the anterior flange. The femoral condyles had directional wear in line with expected articulating motion.